Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, when the new device was connected to this chronic right ventricular (rv) defibrillation lead, shock impedance measurements of greater than 200 ohms were noted. The connections were checked and confirmed to be fully inserted. The lead was connected to the pacing system analyzer (psa) and pacing impedance measurements were normal. The lead was surgically abandoned and replaced. No adverse patient effects were reported.